Event description:
A surgeon reported that a pt has complained of decreasing vision and glare in the eye in which a memory lens iol was implanted in 1999. The pt has requested that the lens be exchanged. Several attempts have been made to obtain additonal info. No further info is available.